Event description:
It was reported that post implant procedure, the right ventricular lead exhibited loss of capture. The lead was repositioned on (B)(6) 2017 and appeared to be pacing well. Later that day the patient experienced pacing inhibition due to noise on the lead. The patient was brought back to the operating room. Upon opening the pocket, an insulation breach caused by suture sleeve tie damage was observed on the lead. The lead was explanted and replaced. The patient was in stable condition throughout both the procedures.